Event description:
Piece of the tampon left behind after taking out - vagina [foreign body in reproductive tract]. Tampons are falling apart [device breakage]. Upon removal it seems to fall apart and pieces are left behind - tampon [complication of device removal]. Case description: consumer reported via phone that the tampons are falling apart upon removal and pieces are left behind. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of the tampon left behind after taking out - vagina [foreign body in reproductive tract]. Tampons are falling apart [device breakage]. Upon removal it seems to fall apart and pieces are left behind - tampon [complication of device removal]. Case description: consumer reported via phone that the tampons are falling apart upon removal and pieces are left behind. No serious injury reported.